Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was in the 500 mg/dl range and insulin injections were administered by a school nurse to address the bg level. The contact had the customer revert to insulin injections to manage diabetes until they meet with a healthcare provider. Tandem technical support suggested to the contact to change out the pump supplies.